Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) advised the customer to reseat the instrument; however, troubleshooting was not completed. The customer would monitor the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the customer reported to technical support engineer (tse) that universal surgical manipulator (usm) arm 3 controlled with master tool manipulator right (mtmr) made tiny movements on its own when released with mtm. Tse asked if this happened also on usm arm 4 but this usm arm was not in use. Tse asked to reseat the instrument on usm arm 3 but this was not done during the call. Tse also advised of account setting for movement translation on ssc. The surgeon agreed to proceed as is and would monitor this. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon did not discontinue the use of the arm due to the issue. The site relaxed all the arms and checked for collisions. The procedure was completed robotically with four arms.